Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Based on similar incidents, manufacturing and quality control corrections have been implemented under corrective and preventive action referenced CAPA-00131. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: lap chole. Event description: product was used in lap cholecystectomy procedure, placing the clip over the bile duct. Ca500 - miss fired few time. Different clip applier for other company was used. The case took place after hours. Ca500 when the clip is activated the clip applier miss fire on a regular basis every 2nd to 3rd time per action. Additional information received from distributor via email on 25oct23: the sales rep could not provide information as to whether the trigger could be moved as normal, as they were not present during the procedure. Patient status: no clinical impact to the patient. Tervention: different clip applier for other company was used.

Event description:
Procedure performed: lap chole. Event description: product was used in lap cholecystectomy procedure, placing the clip over the bile duct. Ca500 - miss fired few time. Different clip applier for other company was used. The case took place after hours. Ca500 when the clip is activated the clip applier miss fire on a regular basis every 2nd to 3rd time per action. Additional information received from distributor via email on 25oct23: the sales rep could not provide information as to whether the trigger could be moved as normal, as they were not present during the procedure. Patient status: no clinical impact to the patient. Intervention: different clip applier for other company was used.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.